Event description:
The reporter stated that rptr did back to back blood glucose tests, a minute apart, with results of 440 and 160 mg/dl. Rptr did not have any symptoms. During troubleshooting, the test strip holder was cleaned. On f/u, the reporter stated that rptr tests twice a day, and takes glucophase and glipizide each morning. Due to unavailability of control solution, a test could not be done on the test strips. No harm was alleged.